Manufacturer narrative:
This event occurred outside the us where the same model is distributed; and is based solely on analysis. All information provided is included in this report. Without a lot number or device serial number available the manufacturing date cannot be determevaluation: middle insulation separation on segment returned.

Event description:
The pt presented with signs of an infection of the device system. These included drainage and meningeal signs. A culture was obtained of the device pocket and the csf. This was positive for mrsa and the pt was diagnosed with meningitis. The pt was treated with IV antibiotics and total device system explant. The infection resolved and the pt had withdrawal symptom of increased spasticity. The pt had risk factors of decubitus ulcers, urinary tract infections, and paraplegia.